Event description:
Patient called lfs alleging that their one touch ultra meter had missing segments. Patient described that the segments were missing from non-glucose reading area. Patient did not have any symptoms at the time of concern. Patient did go to the red cross to have their blood glucose level checked. A result of "165 mg/dl" was obtained on the physician's meter. No treatment was administered. The patient neither alleged harm or experienced injury or medical intervention. Based on the information supplied by the patient, there is indication that the prouct malfunctioned or that the event meets the criteria for a medical device reportable. Patient's meter was replaced due to missing segments.